Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
A distributor of infutronix received a complaint from a patient, who reported "the tubing itself has a hole or leak somewhere on the downstream side before the luer lock connection to the catheter". Therapy was paused and the pump powered down. Patient instructed to contact doctor to see if they are able to swap out the tubing or discuss alternative pain management. Device operator was a patient. Medication being infused wss unknown. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.